Manufacturer narrative:
No button error alarms were noted. The pump had intermittent button response due to moisture damage on the keypad trace. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 458 mg/dl. The customer treated with manual injections. The customer stated that she was on a jog and the pump was in her sports bra. The customer does not think that it held a button down for that long. The customer was advised that her readings might be high since insulin delivery stopped. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.